Event description:
The balloon of this device burst below its rated burst pressure during an angioplasty procedure. There has been no claim of injury related to this event. The device has been returned for analysis.